Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it's likely the dirt on the objective lens was caused by degradation of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited dirt on the objective lens. There was no patient involvement.